Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd had initiated further investigation relating to this issue through a CAPA and potential causes were identified. As a result, corrective actions have been established and were implemented. As no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. However, further investigation activities had been conducted through a CAPA for this issue and the most likely root cause was identified. As a result, corrective actions and procedures were implemented to mitigate further occurrences. Although no samples or photos were available for evaluation, bd had initiated further investigation through a CAPA. The CAPA identified the most likely root causes and corrective actions were implemented. Based on an assessment of severity and frequency, it was determined that a CAPA is required at this time in order to determine the root cause associated with this issue. The investigation has identified potential root cause(s) for this issue and corrective actions are in the process of being implemented.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use a bd vacutainer® safety-lok¿ blood collection set with luer adapter was found leaking as "leakage from the butterfly extension from at both the beginning and end area of the tubing." There was no report of exposure, injury or medical intervention needed.

Manufacturer narrative:
Additional information: samples were received and tested. Investigation summary: bd received samples from the customer facility for investigation. The samples were tested and the customer's indicated failure mode for tubing leakage with the incident lot was not observed. Pressurized leak testing was conducted on the samples, and no leakage was identified. Based on evaluation of the customer samples, the customer¿s indicated failure mode for leakage with the incident lot was not observed as all samples met the required specifications. Bd had initiated further investigation through a CAPA. The CAPA identified the most likely root causes and corrective actions were implemented.

Event description:
It was reported that during use a bd vacutainer® safety-lok¿ blood collection set with luer adapter was found leaking as "leakage from the butterfly extension from at both the beginning and end area of the tubing." There was no report of exposure, injury or medical intervention needed.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: sex: unknown. Event attributed to: other. Device single use?: no. Device returned to manufacture: yes.

Event description:
It was reported that during use a bd vacutainer safety-lok blood collection set with luer adapter was found leaking as "leakage from the butterfly extension from at both the beginning and end area of the tubing." There was no report of exposure, injury or medical intervention needed.